Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead did not exhibit a performance issue. The patients cause of death remains unknown, but death was not linked to the performance of the leadless ipg or the rv lead.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced with a leadless implantable pulse generator (ipg) due to an unknown issue. It was further noted that one day post implant of the leadless ipg, the patient passed away.

Manufacturer narrative:
Continuation of d10: concomitant product evproplus-34us transcatheter valve implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.